Event description:
A customer reported to baxter (B)(4) of an administration set without a roller clamp. This condition occurred at an unknown process step. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection of the sample revealed a missing roller clamp in the set. The reported condition was confirmed. The root cause was attributed to failure of the tube assembly operation key, operator inattention. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because, it is the same as or similar to a product distributed within the us.